Event description:
The tip of the echo-19 is broken during the procedure but was entangled in the elevation so was not left in the body of pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo-19 (echo) devices of lot# c855654 in stock at the time of the complaint investigation. The complaint description reported was as follows: the tip of the echo-19 needle is broken during the procedure but was entangled in the elevator, so was not left in the body of pt. The echo device involved in this complaint has not being received for eval to date; therefore, the customer's complaint remains unconfirmed. With the info provided a documented based investigation was carried out. The complaint info reported that this needle breakage occurred at the tip of the device; however, no clarification regarding the exact location of the needle breakage or amount of needle that broke off was received. No info was provided in relation to any difficulties experienced by the user during the procedure. As the actual use condition cannot be replicated in the lab, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. A possible cause of the needle breakage may be attributed to the needle being damaged or bent during the procedure. The needle can become bent if the device is damaged during its introduction into the endoscope or during use if the endoscope was being used in a tortuous anatomy and if the needle was used to puncture a hard lesion. This damage may also have occurred due to product handling when removing the device from the packaging or due to product handling during the procedure. As the echo device involved in this complaint has not been received for eval, it is not possible to determine a cause for this complaint. Complaint info received confirmed no section of the device detached inside the pt. The pt involved did not require any add'l procedures and no adverse effects were reported to the pt as a result of this incident. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant mfg records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. The echo-10 is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope. The instructions for use, ifu18888/0110, advises the user to "visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Quality engineering assessed the complaint and the risk has been determined to be low. No add'l action is necessary. A health risk assessment has been initiated for needle breakages and the overall risk has determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.